Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A nurse reported via phone call that the customer was currently hospitalized due to diabetic ketoacidosis. Blood glucose level at the time that paramedics were called was over 300 mg/dl. The customer was fatigued and vomiting with a slight headache. Blood glucose level at the time of the call was 286 mg/dl. During troubleshooting, no malfunction of the insulin pump was shown. The insulin pump was not replaced or returned for analysis.